Event description:
During an abdominal aortic aneurysm procedure, the suture was breaking while being tied. The surgeon used another suture to complete the procedure with no adverse consequence to the pt.